Event description:
Customer reported passing out with result of 114 mg/dl obtained on the advantage system. Twenty minutes later, customer tested 25 mg/dl on hospital meter, and was treated with a glucose IV; he was admitted to the hospital overnight. Requested return of suspect device and replacement was sent.